Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient just had an ins put in today. When asked for further clarification if the ins was replaced, the patient reported they had "complications" so they had the ins removed from their right side and put in their left side. They initially stated this was the same implant, but registration showed the patient received a new implant the day of the report. They were still at the hospital and were unable to answer any further questions. There were no device issues or further patient complications reported at this time.  Information pertaining to the patient's current ins issues in (B)(4) omitted. See related event (B)(4) regarding those iss ues.